Manufacturer narrative:
(B)(4). Correction, additional information, disability or permanent damage added; date of event corrected. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initially filed report, the following information was received: the initial mitraclip procedure was performed on (B)(6) 2018 to treat degenerative mr with a grade of 2-3. 1 clip was implanted reducing mr to 1. On (B)(6) 2018, a second procedure was performed due to increased mr of 3-4, the reason is unknown. The initial clip was confirmed to be stable on both leaflets and there was no chordal or leaflet damage noted. One additional clip was implanted, reducing the mr to 3. On (B)(6) 2018, the patient presented with increased mr. It was found that the clip implanted on (B)(6) 2018 had detached from one leaflet and remained attached to the other leaflet (slda). On (B)(6) 2018, mitral valve replacement surgery was successfully performed. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology (prolapsed posterior leaflet). The reported patient effect of worsening mitral regurgitation (mr) and mitral valve injury (tissue damage) are due to slda. The reported patient effects of worsening mr and mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). Date of event and second procedure dates estimated. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2018 to treat degenerative mitral regurgitation (mr) with a grade of 3-4. One clip was implanted, reducing the mr to 3. At unknown date, it was noted that the clip detached from the anterior mitral leaflet and remained attached to the posterior mitral leaflet (slda) and damage was noted in the anterior mitral leaflet. An additional clip was implanted, reducing mr to 1. There was no clinically significant delay in the procedure. No additional information was provided.